Event description:
It was reported that during a roux-en-y procedure, the device was placed on the stomach and the doctor had moved the device around when positioning for the initial firing on the stomach and the device locked out and then he also could not open the device and had to pull it off the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).

Manufacturer narrative:
(B)(4). Jammed clip. The analysis found that one (B)(4) device was returned in good visual condition and with a blue cartridge reload stuck in the jaws. The device could not be functionally tested due to the condition of the returned device. There was no issue with the handle components. The force on the trigger correlated to a slight forward motion of the drive bar, indicating that obstruction exists distal to the handle. The knife shifted distally and prevented the anvil from closing. A CT analysis revealed multiple staples in the anvil knife slot and behind the knife. Specifically, two staples were between top of the knife and anvil, preventing the knife from returning. To mitigate the potential for staples getting into the cartridge and device, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a cluster of staples or a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Batch history review has been completed with no anomalies reported.